Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this loss.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and returned to service.